Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated implant date. The additional unknown promus stent mentioned is being filed under a separate manufacturer report number. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. The stent remains in the patient. The lot number was not provided. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to filing the initial MDR report, it was noted that the following information had been left out of the case details: in-stent restenosis of the promus stents in the left circumflex coronary artery and in-stent restenosis of an unspecified stent in the 1st diagonal coronary artery had also been diagnosed on (B)(6) 2012 during diagnosis of the reported non-st elevation myocardial infarction. No additional information was noted.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina, myocardial infarction, and stenosis/restenosis are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that two unspecified 3.0x12 promus stents were implanted in the proximal left circumflex coronary artery on an unspecified date prior to (B)(6) 2010. On (B)(6) 2010, the patient received a non-abbott stent in the 1st diagonal coronary artery, as part of a non-abbott study. After implantation of the non-abbott study stent the patient has experienced an st elevation myocardial infarction (mi) on (B)(6) 2012. On (B)(6) 2012, the patient then presented with chest discomfort, slow flow with timi flow degradation/thrombus, and was hospitalized on the same day. An echocardiogram (ECG) revealed marked st abnormality and possible inferior subendocardial injury, and elevated cardiac enzymes confirmed the occurrence of an mi. The patient was diagnosed with non-st elevation mi and cardiac catheterization was advised. The slow flow with timi flow degradation/thrombus was confirmed to have occurred in the left anterior descending (lad) coronary artery; not in the proximal left circumflex coronary artery containing the promus stents. The patient was discharged on (B)(6) 2012. There were no reported adverse patient sequelae. No additional information was provided.

Event description:
Subsequent to the 1st filed follow-up report, additional information received indicated that on (B)(6) 2012, the patient had also presented with shortness of breath after completing dialysis treatment and had been taking prasugrel in addition to the aspirin. The two promus stents had been implanted on (B)(6) 2010. The ostium of the left circumflex coronary artery was noted to have a chronic total occlusion. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina, myocardial infarction, and stenosis/restenosis are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.